Event description:
It was reported during examination of the patient, an incidental left hip dislocation occurred. The patient was taken to surgery and the patient¿s hip was relocated by a closed reduction.

Manufacturer narrative:
(B)(4). D10: 142-36-00 exactech cocr fem head 36mm +0 offset unk. 160-70-15 nv cemented plus std size 15 unk. 6202-58-20 trabecular metal modular acetabular system unk. 4894-050-10 acetabular augment unk. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. Per IFU, trilogy acetabular system, it states only authorized combinations should be used. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. The following fields have been updated: b4, g3, g6, h2, h3, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: exactech head. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. Per IFU, trilogy acetabular system, it states only authorized combinations should be used. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.